Event description:
It was reported that a spectrum pump had an intermittent response from the #1, #2 and #3 keys. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported intermittent keypad. The evaluation found limited keypad operation due to row 2 keys (#1, #2, #3) working intermittently caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.